Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 706317-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), sciatica ("sciatica "), allergy to metals ("nickel allergy") and asthma ("asthma") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, fatigue, nausea, vision blurred, weight decreased, hot flush, mood swings, vaginal haemorrhage, depression, migraine, sciatica, allergy to metals, weight increased and asthma outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthma, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, sciatica, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6) 2010" from "2010" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: status post essure device placement with radiographic evidence of tubal occlusion. 2. Grossly normal appearance of the uterus. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Amendment: the report was amended for the following reason: final report will be ticked. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 706317-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), sciatica ("sciatica "), allergy to metals ("nickel allergy") and asthma ("asthma") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, fatigue, nausea, vision blurred, weight decreased, hot flush, mood swings, vaginal haemorrhage, depression, migraine, sciatica, allergy to metals, weight increased and asthma outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthma, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, sciatica, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6) 2010" from "2010" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: status post essure device placement with radiographic evidence of tubal occlusion. 2. Grossly normal appearance of the uterus. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea") and visual impairment ("vision problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, fatigue, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, visual impairment and weight decreased to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6) 2010" from "2010". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event ¿ injury¿ was updated to ¿chronic dysmenorrhea (cramping)¿, events- ¿dyspareunia(painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury, migration, fatigue, nausea, vision problem and weight loss¿ added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 706317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), sciatica ("sciatica "), allergy to metals ("nickel allergy") and asthma ("asthma") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, fatigue, nausea, vision blurred, weight decreased, hot flush, mood swings, vaginal haemorrhage, depression, migraine, sciatica, allergy to metals, weight increased and asthma outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthma, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, sciatica, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6)2010" from "2010" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: total bilateral occlusion; on (B)(6)2010: status post essure device placement with radiographic evidence of tubal occlusion. 2. Grossly normal appearance of the uterus. Imaging procedure - on (B)(6)2010: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:vision problem/blurred vision were updated. New events:hormonal changes describe: hot flashes, mood swing, abnormal bleeding (vaginal), minor depression, migraines / headaches,sciatica, nickel allergy, weight gain, asthma were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 706317-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ chronic"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), sciatica ("sciatica "), allergy to metals ("nickel allergy") and asthma ("asthma") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, fatigue, nausea, vision blurred, weight decreased, hot flush, mood swings, vaginal haemorrhage, depression, migraine, sciatica, allergy to metals, weight increased and asthma outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthma, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, sciatica, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6) 2010" from "2010". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: status post essure device placement with radiographic evidence of tubal occlusion. 2. Grossly normal appearance of the uterus. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.